Event description:
It was reported that the customer had a blood glucose of 20 mg/dl, as checked by the paramedics. It was stated that she was leaving the hospital and did not see the doctor. She was treated with sugar water. Customer reportedly refused admission to the hospital. She stated she may have taken too much medicine and did not compensate with adequate food. The customer's insulin pump also gave a prime rewind alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.